Event description:
Reference number (B)(4). Event occurred in united states. It was reported that, the patient encountered infusion set blockage event on (B)(6) 2025. The blockage was at tubing. No further information was available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6008534 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008534 were previously tested in complaint (B)(4) on 20/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008534 was manufactured according to the wi version 116 in the line 3, on 08/aug/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4g04367 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc09, on 04/aug/2024 with a total of (B)(4) units. The lot 4g04366 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc09, on 01/aug/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 25/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6008534, with no complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.